Event description:
It was reported, the inner package had adhered to outer package when nurse opened outer package, inner package was opened at the same time, and the screw fell to the floor. The surgeon used spare product instead. The surgery was completed without problem.

Manufacturer narrative:
Additional info has been requested and if received, will be provided on a supplemental report.